Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital for a rhythm check. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had low pacing impedance. Follow up indicated no intervention was completed, and the patient sent in a remote transmission the next day which showed everything within normal limits. The lead is still in use. No patient complications have been reported as a result of this event.